Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device: coil shaped like a hook') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anemia, anxiety, hepatitis c, migraine, postmenopausal bleeding, c-section, multigravida, wisdom teeth removal, psoriasis, vaginal bleeding and overweight. Approximate weight at the time of essure placement 160.00 lbs. Concurrent conditions included allergy to metals, flexural eczema, allergic conjunctivitis, penicillin allergy and panic disorder. Family history included breast cancer (mother). Concomitant products included methadone for migraine headache, alprazolam (xanax) from 2006 to 2012 for seizures as well as gabapentin since (B)(6) 2009, loratadine and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vision blurred ("vision/eye problems type: blurred vision"), 2 days after insertion of essure. On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced weight fluctuation ("weight gain / loss (current weight 105.00 lbs and time of essure placement 160.00 lbs)/ both , fluctuates drastically") and dermatitis atopic ("rashes or skin conditions type: flexural eczema"). On (B)(6) 2010, the patient experienced psoriasis ("autoimmune disorder type of disorder: psoriasis, (psoriasis on elbows)"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain /pain"), fatigue ("fatigue"), menorrhagia ("heavy bleeding during menstruation /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding), pre-menopausal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("severe pain during menstruation /dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and hypertonic bladder ("bladder or urinary problems or changes"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced seizure ("seizures"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infections/ infection (other) describe: vaginal infection"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), muscle spasms ("severe cramping"), depression ("depression"), neck pain ("sores on neck"), dysgeusia ("metallic taste in her mouth"), skin lesion ("sores on hand"), blister ("blisters on her neck and hand"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe lower abdominal pain / severe cramping"), back pain ("severe back pain /lower back pain"), dyspareunia ("pain during intercourse"), panic disorder ("psychological or psychiatric (panic disorder)"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type:anemia") and menopausal symptoms ("hormonal changes describe: pre-menopausal"), underwent tooth extraction ("dental problems: all teeth reomved") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, azithromycin (zithromax z-pack), midazolam hydrochloride (benzosed), naproxen sodium (anaprox), triamcinolone and all teeth reomved. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, seizure, muscle spasms, neck pain, dysgeusia, skin lesion, psoriasis, blister, fatigue, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal infection and dyspareunia had not resolved and the weight fluctuation, depression, dermatitis atopic, abdominal pain, back pain, vaginal haemorrhage, allergy to metals, panic disorder, hypertonic bladder, migraine, headache, anaemia, nausea, tooth extraction, vision blurred, alopecia, menopausal symptoms and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, back pain, blister, depression, dermatitis atopic, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypertonic bladder, menopausal symptoms, menorrhagia, migraine, muscle spasms, nausea, neck pain, panic disorder, pelvic pain, psoriasis, seizure, skin lesion, tooth extraction, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: continues to complain, about these symptoms to her healthcare providers. She has not yet been able to undergo surgery to remove the essure micro-inserts, and still suffers to this day from the symptoms outlined above. Current weight 116.00 lbs. Essure was not removed; she was planning for essure removal. Reason for removal: she has skin blisters, back and abdominal pain, and a metallic taste in my mouth. She was also suffering from depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: case become serious incident due to previously added event device dislocation patients weight was updated. Medical history ,treatment drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device: coil shaped like a hook') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anemia, anxiety, hepatitis c, migraine, postmenopausal bleeding, c-section, multigravida, wisdom teeth removal, psoriasis, vaginal bleeding and overweight. Approximate weight at the time of essure placement 160.00 lbs. Concurrent conditions included allergy to metals, flexural eczema, allergic conjunctivitis, penicillin allergy and panic disorder. Family history included breast cancer (mother). Concomitant products included methadone for migraine headache, alprazolam (xanax) from 2006 to 2012 for seizures as well as gabapentin since on (B)(6) 2009, loratadine and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vision blurred ("vision/eye problems type: blurred vision"), 2 days after insertion of essure. On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced weight fluctuation ("weight gain / loss (current weight 105.00 lbs and time of essure placement 160.00 lbs)/ both , fluctuates drastically") and dermatitis atopic ("rashes or skin conditions type: flexural eczema"). On (B)(6) 2010, the patient experienced psoriasis ("autoimmune disorder type of disorder: psoriasis, (psoriasis on elbows"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain /pain"), fatigue ("fatigue"), menorrhagia ("heavy bleeding during menstruation /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding), pre-menopausal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("severe pain during menstruation /dysmenorrhea (cramping"), allergy to metals ("nickel allergy") and hypertonic bladder ("bladder or urinary problems or changes"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced seizure ("seizures"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infections/ infection (other) describe: vaginal infection"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), muscle spasms ("severe cramping"), depression ("depression"), neck pain ("sores on neck"), dysgeusia ("metallic taste in her mouth"), skin lesion ("sores on hand"), blister ("blisters on her neck and hand"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe lower abdominal pain / severe cramping"), back pain ("severe back pain /lower back pain"), dyspareunia ("pain during intercourse"), panic disorder ("psychological or psychiatric (panic disorder"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type:anemia") and menopausal symptoms ("hormonal changes describe: pre-menopausal"), underwent tooth extraction ("dental problems: all teeth removed") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, azithromycin (zithromax z-pack), midazolam hydrochloride (benzosed), naproxen sodium (anaprox), triamcinolone and all teeth removed. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, seizure, muscle spasms, neck pain, dysgeusia, skin lesion, psoriasis, blister, fatigue, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal infection and dyspareunia had not resolved and the weight fluctuation, depression, dermatitis atopic, abdominal pain, back pain, vaginal haemorrhage, allergy to metals, panic disorder, hypertonic bladder, migraine, headache, anaemia, nausea, tooth extraction, vision blurred, alopecia, menopausal symptoms and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, back pain, blister, depression, dermatitis atopic, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypertonic bladder, menopausal symptoms, menorrhagia, migraine, muscle spasms, nausea, neck pain, panic disorder, pelvic pain, psoriasis, seizure, skin lesion, tooth extraction, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: continues to complain, about these symptoms to her healthcare providers. She has not yet been able to undergo surgery to remove the essure micro-inserts, and still suffers to this day from the symptoms outlined above. Current weight 116.00 lbs. Essure was not removed; she was planning for essure removal. Reason for removal: she has skin blisters, back and abdominal pain, and a metallic taste in my mouth. She was also suffering from depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: case become serious incident due to previously added event device dislocation patients weight was updated. Medical history, treatment drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device: coil shaped like a hook"), pelvic pain ("pelvic pain /pain") and seizure ("seizures") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anemia, anxiety, (B)(6), migraine, postmenopausal bleeding, c-section, multigravida and wisdom teeth removal. Approximate weight at the time of essure placement (B)(6) lbs. Concurrent conditions included allergy to metals, flexural eczema, allergic conjunctivitis, penicillin allergy and panic disorder. Family history included breast cancer (mother). Concomitant products included methadone for migraine headache, alprazolam (xanax) from 2006 to 2012 for seizures as well as gabapentin since (B)(6) 2009, loratadine and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced weight fluctuation ("weight gain/loss (current weight (B)(6) lbs and time of essure placement (B)(6) lbs)/ both , fluctuates drastically") and dermatitis atopic ("rashes or skin conditions type: flexural eczema"), 6 months 29 days after insertion of essure. On (B)(6) 2010, the patient experienced psoriasis ("autoimmune disorder type of disorder: psoriasis, (psoriasis on elbows)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("heavy bleeding during menstruation /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding), pre-menopausal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("severe pain during menstruation /dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infections/ infection (other) describe: vaginal infection"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), seizure (seriousness criterion medically significant), muscle spasms ("severe cramping"), depression ("depression"), neck pain ("sores on neck"), dysgeusia ("metallic taste in her mouth"), skin lesion ("sores on hand"), blister ("blisters on her neck and hand"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe lower abdominal pain/severe cramping"), back pain ("severe back pain/lower back pain"), dyspareunia ("pain during intercourse"), panic disorder ("psychological or psychiatric (panic disorder)"), hypertonic bladder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type:anemia"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurred vision"), alopecia ("hair loss") and menopausal symptoms ("hormonal changes describe: pre-menopausal"), underwent tooth extraction ("dental problems: all teeth removed") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, azithromycin (zithromax z-pack), naproxen sodium (anaprox), triamcinolone and all teeth removed. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, seizure, muscle spasms, neck pain, dysgeusia, skin lesion, psoriasis, blister, fatigue, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal infection and dyspareunia had not resolved and the weight fluctuation, depression, dermatitis atopic, abdominal pain, back pain, vaginal haemorrhage, allergy to metals, panic disorder, hypertonic bladder, migraine, headache, anaemia, nausea, tooth extraction, vision blurred, alopecia, menopausal symptoms and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, back pain, blister, depression, dermatitis atopic, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypertonic bladder, menopausal symptoms, menorrhagia, migraine, muscle spasms, nausea, neck pain, panic disorder, pelvic pain, psoriasis, seizure, skin lesion, tooth extraction, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: continues to complain, about these symptoms to her healthcare providers. She has not yet been able to undergo surgery to remove the essure micro-inserts, and still suffers to this day from the symptoms outlined above. Current weight (B)(6). Essure was not removed; she was planning for essure removal. Reason for removal: she has skin blisters, back and abdominal pain, and a metallic taste in my mouth. She was also suffering from depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient's medical record confirming dysmenorrhea, heavy menstrual bleeding, painful crampy menstrual cycles, psoriasis, nickel allergy, migraines, anemia, abnormal bleeding. Most recent follow-up information incorporated above includes: on 19-nov-2018: plaintiff fact sheet received. Events, premenopausal symptoms, weight gain were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.